Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that they went to the doctor last month on (B)(6) and they were complaining about the scs device. Pt stated they can see where the battery was and it slid down their back and it caused them to have major problems in their stomach and back area. Pt stated that they think the issue started in (B)(6). Pt added that when they use the restroom, they see blood and they know something is wrong and they can't stand up straight. Pt stated they are not feeling it where they normally feel it. Pt also stated that 'it won't hold a charge'. Pt stated the lady put something in with insurance for the implant to be replaced but otherwise, they did not help them with the issue and won't do anything. The patient was redirected to their healthcare provider to further address the issue.